Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach steel infusion set, noting insulin drops at the tubing but the infusion site was not attached, and after support the user replaced the infusion site, confirmed drops from the needle, reconnected, and resumed insulin delivery with no further issues. Symptoms included elevated blood glucose of 250 mg/dl. Outcomes included no hospitalization and continued use after correction. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed that the infusion site was not properly attached prior to correction, which likely interrupted insulin delivery until the site was replaced and verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.